Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d9, h2, h3, h4, h6, h11. Corrected fields: g2 (foreign added), h8. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the bronchovideoscope experienced temporary image loss. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.